Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and utilized a backup insulin pump to successfully resume insulin therapy. Reportedly, the customer is using cold insulin, wearing the pump supplies for 3-5 days, not cleaning the pump pneumatic tap or vents, and not removing cartridge air. Tandem clinical support informed customer that using cold insulin, wearing the pump supplies for 3-5 days, not cleaning the pump pneumatic tap and vents, and not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) level was 504 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild.